Event description:
The patient had a primary knee surgery on (B)(6) 2023. Subsequently, the patient came in reporting pain due to falling. On (B)(6) 2023, the surgeon performed a retinacular repair and liner exchange. Presently, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout, placed antibiotic beads, and revised the liner. The surgery was completed successfully. This is a 2-stage infection protocol revision and the liner will be revised at a later date.

Manufacturer narrative:
Batch review performed on 07 december 2023 lot 2247367: (B)(4) items manufactured and released on 10-feb-2023. Expiration date: 2028-jan-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Manufacturer narrative:
UDI related data quality updates only. On 26 sep 2024, FDA communicated discrepancies related to emdr reports, reviewing the discrepancies some follow-ups have been done. The wrong UDI number was entered in the initial report due to a mistake. The correct UDI number was entered in this report (section d4) along with the brand name (section d1) according to the gudid database. Please note that the product code and k number reported in the initial report were correct (correspond to the reference entered).